Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was enrolled in the (B)(4) with an unknown lesion and had a 2.25 x 12mm cypher stent implanted. Approximately eight months post index procedure the patient experienced a myocardial infarction and a thrombotic event.

Manufacturer narrative:
The following additional information was received: the patient's admitting diagnosis was chest pain. The lesion was n the mid circumflex and was type c and 10mm in length. The vessel was 2.5mm in diameter. The lesion was pre-dilated. Angiography was done to confirm the thrombotic event and the patient was stabilized with integrelin and heparin. The complaint received states that approximately eight months post index procedure this (B)(6) study patient experienced a myocardial infarction and a thrombotic event. This is a 44 year-old male. The patient's medical history includes smoking and hyperlipidemia. The patient was enrolled in the (B)(6) study and had a 2.25 x 12mm cypher stent implanted. The following additional information was received: the patient's admitting diagnosis was chest pain. The lesion was n the mid circumflex and was type c and 10mm in length. The vessel was 2.5mm in diameter. The lesion was pre-dilated. Approximately eight months later, the patient presented in distress and angiography was done to confirm the thrombotic event. The patient was stabilized with integrilin and heparin. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15268728 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15268728. Qnc # (B)(4) was generated due to "quantity discrepancy of printed label reconciliation" the investigation was done and it was determined that the process has the necessary controls to detect these kind of issues during manufacturing process . The lot was accepted per specification and released. This process to hold bares no relation to the complaint reported. Qnc # (B)(4) was generated due to "erratic behavior of digital indicator with drop gage" (lot 15268728 is part of the bounding of this discrepancy) .the investigation was done and it was determined that the process has the necessary controls to detect these kind of issues during manufacturing process . The lot was accepted per specification and released. This process to hold bares no relation to the complaint reported. Pre-sterile lot 15268734 was reviewed. It was observed during review of this lot. Six units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and patient factors may have contributed to the reported events.